Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient upon arrival to mt. Sinai, the unit spontaneously powered off when unplugged from power source and removed from ambulance. It was reported the unit had to be plugged into a power supply again and restarted. When the unit was unplugged from power supply again, pump continued pumping. Pump was not removed from wheeled base/cart during transport.

Manufacturer narrative:
Corrected section: g.3 - date received by mfg was reported as 04-oct-2022 should have been 03-oct-2022.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because customer never requested service. No service was performed on this device. The ICU rn, called for assistance troubleshooting a fiber optic sensor failure alarm on a cardiosave during use. Rn verified all cables and connections were appropriate and secure. I attempted to assist in switching over to the fluid lumen for alternate ap access but the correct cable was not on the unit, they had someone else bringing it up for them. Fse have rn my direct contact should they have any questions in the process. She was very appreciative of the support and will call if needed. Good faith efforts (gfe) attempts were made to the customer to obtain additional information in regards to the product since both cardiosave and cs300 are mentioned in the complaint and also the provided serial# (B)(6) is not a valid serial# for a iabp unit in the database. No response has been received from the customer, so the fse can¿t provide information on this unit, therefore this complaint is being closed. If information is received, we will reopen and update the complaint. H3 other text : repair is not done by getinge.